Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones and possible buzzing for a few weeks. Interrogation of the device with a programmer noted that the device and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms in triad configuration. The programmed configuration was changed to coil to can and shock impedance measurements were noted to be 55 ohms. The physician will continue monitoring until routine device replacement. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and replaced for reported normal battery depletion 6 months later with no additional report of out of range shock impedance measurements.